Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the filter in tray was leaking with a bd tray cse¿ whit25g4.7 we17g3.5 swc x3794. The following information was provided by the initial reporter: it was reported the flat filter in the tray was leaking.

Manufacturer narrative:
Investigation summary: no sample was returned for analysis. A lot number was not provided, as a result a DHR review was unable to be performed. Without a sample, photograph or lot information the investigation was unable to confirm the reported failure mode. However, based on a previous complaint with a similar failure mode, the design of the flat filter was identified as a potential contributor to the reported failure mode. Based on the previously observed potential for the flat filter to leak, a project has been initiated to redesign the flat filter on the anesthesia syringe assembly to minimize the potential for the flat filter to leak. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences through the quality data analysis system.

Event description:
It was reported that the filter in tray was leaking with a bd tray cse¿ whit25g4.7 we17g3.5 swc x3794. The following information was provided by the initial reporter: it was reported the flat filter in the tray was leaking.